Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that cracks were observed in the black rubber seal on the underside of the pump where the disposable is connected. The issue was discovered during pretest. There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter country initial corrected. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.